Manufacturer narrative:
The prograsp forceps instrument has been returned and evaluated by the failure analysis (fa) team and fa found the grip pin dislodged at the distal end. The grip pin was still intact between the grips but shifted outside of its normal position. As a result of the dislodged pin, the grips became loose.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the prograsp forceps instrument be returned for failure analysis (fa) testing. The product has been received and the fa is still in progress.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the surgeon was using prograsp instrument and when he went to use grabbing motion the side pin became loose, and the jaws opened. The procedure was completed. It is unknown at this time if the reported event had any impact on the patient.